Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion sets cannula kinked event on (B)(6) 2024 within 3 hours of insertion. The insertion site was upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.